Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm513.2, -14.00/+3.5/088 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. On (B)(6) 2018 patient was observed with some central corneal edema with no inflammation or no infection. Patient is recovering well, and will be reviewed in next appointment.

Manufacturer narrative:
Device evaluation: lens was returned in specimen cup with moisture on lens. Visual inspection found haptic torn. (B)(4).

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -14.00/+3.5/088 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. On (B)(6) 2018 the patient was observed with some central corneal edema with no inflammation or no infection. Patient is recovering well, and the central corneal edema has been resolved. (B)(4).